Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. It was reported on the third day of support that the patient experienced a stroke. The stroke was confirmed on computed tomography and the patient was noted to have right side deficits present. Additionally, it was noted that the previous day it was determined the patient was at risk for stroke from impella placement due to calcifications in the aorta found prior to surgery. As a result of the stroke, anticoagulation therapy was withheld. On the 7th day of support, it was reported the impella was too deep and alarmed for suction. The patient experienced ventricular tachycardia that self-resolved. The p level was lowered from p8 to p6. The physician came to evaluate the impella position, however no further information was provided on device position or if adjustments were made. The following day it was noted that the patient was febrile, no information was provided on any interventions that were performed due to the fever. The patient was successfully weaned and explanted after heart function recovered and the explant was not performed earlier than planned as a result of the complications.